Event description:
The user facility reported that the angio-seal device was deployed. After the procedure staff realized the device had expired on 30 nov 2022. The patient was discharged with no noted complications or bleeding concerns. The procedure outcome was not affected. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Explanted date - device was not explanted. Occupation: quality and safety specialist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for user error since the user deployed an expired product. Per the allegation, there were no issues with the device and it was used by facility beyond an year from its expiration date. There are adequate labeling indications available on packaging to identify the expiration date along with instructions available in instructions for use to ensure that this type of failure mode could be avoided. The exact cause of the event remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).